Event description:
Same case as MFR#: 2134265-2012-02132. It was reported that two days follow a stenting procedure, stent thrombosis occurred. The patient presented with non-st elevated myocardial infarction. Access was obtained via the right femoral artery. The 80% stenosed lesions being treated were located in the mid (30mm lesion length) and distal (10mm lesion length) left anterior descending artery. The mid lesion was treated with a non-bsc aspiration catheter and predilated with a 3.0x15mm non-bsc balloon, inflated to 15 atm for 16 seconds. The physician implanted a 3.0x20mm ion stent, inflated to 18atm for 16 seconds. Next the distal lad was predilated with a 2.0x8mm apex balloon, inflated to 16 atm for 10 seconds. The physician implanted a 2.25x12mm ion stent, inflated to 18 atm for 18 seconds. Both lesions had 0% residual stenosis with timi 3 flow. Medications given included: bivalirudin. Plavix and aspirin were prescribed. Patient remained in the hospital. Two days post the stenting procedure, stent thrombosis was identified from the edge of the mid lad stent. No flow was present in the stented mid lad location. The totally occluded mid lad stent was treated with a non-bsc aspiration catheter, however, thrombus remained. Two inflations were made with a 3.0x15mm non-bsc balloon, inflated to 20 atm for 30 seconds. Two additional inflations were made with a 3.5x12mm non-bsc balloon, inflated to 18 atm for 20 seconds. The mid stent was dilated to 3mm in a 3.5mm vessel. The lesion had 0% residual stenosis with timi 3 flow. The distal lad was found to be 70% stenosed with partial flow (timi 2). Three inflations were made with a 2.0x15 non-bsc balloon, inflated to 16 atm for 20 seconds. One inflation was made with a 2.25x20mm apex balloon, inflated to 12 atm for 180 seconds. The lesion had 20% residual stenosis with timi 3 flow. Medications given included: abciximab and heparin. Prasugrel and aspirin were prescribed.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).